Event description:
It was reported that a patient experienced an electric shock during use with a homechoice automated pd system for peritoneal dialysis therapy. The shock was felt when the patient was standing touching the lever of the cycler. The patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.